Manufacturer narrative:
This report is submitted on april 20, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6), 2023